Event description:
The information provided by the distributor indicates: (B)(6), date of surgery: (B)(6) 2012, body part to which the device was applied: tibial diaphysis. Event description: during the operation, when the surgeon tried to insert the bone screw, the screw was broken in tibial diaphysis of the pt. The operation was finished with implanted tip of the broken screw in the pt's bone. A portion on the bone screw was left in pt bone, the pt is currently doing well. No other information has been made available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first breakage notified from this specific device lot. Technical investigation: the technical investigation on the returned broken screw is currently going on. Orthofix srl has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays. Unfortunately, this information has not yet been made available. As soon as further information and/or the results of the technical investigation will be available, orthofix srl will provide you with a follow-up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first breakage notified from this specific device lot. Technical investigation: the technical investigation on the returned broken screw is currently going on. Orthofix srl has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays. Unfortunately, this information has not yet been made available. As soon as further information and/or the results of the technical investigation will be available, orthofix srl will provide you with a follow-up report. Orthofix srl continues monitoring the devices on the market.